Event description:
It was reported that the patient presented during clinic. Upon interrogation, it was noted that the right ventricular lead exhibited failure to capture. During procedure, the tip of the right ventricular lead was detached from the lead body. Both the tip of the lead and right ventricular lead were explanted on (B)(6) 2023. A new lead was implanted. The patient was in stable condition.